Event description:
Boston scientific received information that during the explant procedure for normal battery depletion the distal setscrew of this device did not retract entirely. This right ventricular lead was pulled out of header and terminal pin broke off the lead exposing the wire. The inner coil was stretched and detached from the insulation. The setscrew was ultimately able to retract and the terminal pin was removed from the device header. The terminal pin section was cut off the lead and the rest of the lead was abandoned surgically. The patient was pacemaker dependent however a temporary pacemaker wire was implanted and no adverse patient effects occurred.

Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.